Manufacturer narrative:
One cadd solis vip pump was returned for analysis. Visual inspection performed, and product found to be in a good condition. Event history log review was performed and found evidence of reported problem. Investigator's attached a cassette and perform functional test which failed. The customer's reported problem was confirmed. According to the investigation the pump downstream occlusion sensor was inoperable. Service's replaced the pump dso sensor and perform a full pm and functional test which passed. The problem source of the reported problem is unknown.

Event description:
Information was received that this smiths medical cadd solis vip pump had a bad downstream occlusion sensor. No patient involvement reported.